Manufacturer narrative:
Integra has completed their internal investigation on 1/20/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cusa excel console (B)(4) was not returned to integra for failure analysis investigation; a service engineer visited the reporting facility on the (B)(6) 2015. The service call confirmed the complaint incident; the ultrasonic board was verified as defective. The service engineer verified there was an intermittent ultrasonic output failure; one fet component was verified as defective in the output stage circuit. No non-conformance reports were raised during the manufacturing process for this console. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel console been released. Service history: (B)(6) 2015 (B)(4) root cause: one fet component was verified as defective in the output stage circuit of the ultrasonic board thus resulting in the failure of the ultrasonic assembly to function. Linked to mfg report number: 3006697299-2015-00171.

Event description:
This is second of two reports (same user facility, different incident, different product serial numbers). The cusa stopped working in the middle of a case. There was a 45 minute delay in surgery. The device had been inspected and it was found that the mother board was blown. Additional information has been requested.